Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. Once the ablation was completed for the left superior pulmonary vein (lspv), an attempt was made with the guidewire (gw) to anchor in left inferior pulmonary vein (lipv), however the guidewire was noted kinked which made anchoring difficult. Thus, the guidewire was replaced. Additionally, when removing the gw and catheter from the sheath, air was easily drawing in. Thus, the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis. It was further reported a pump was used for the irrigation of sheath. The bubbles were observed in the valve. No other issue has been reported.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. Once the ablation was completed for the left superior pulmonary vein (lspv), an attempt was made with the guidewire (gw) to anchor in left inferior pulmonary vein (lipv), however the guidewire was noted kinked which made anchoring difficult. Thus, the guidewire was replaced. Additionally, when removing the gw and catheter from the sheath, air was easily drawing in. Thus, the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis. It was further reported a pump was used for the irrigation of sheath. The bubbles were observed in the valve. No other issue has been reported.